Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2024, the patient woke up and was dizzy, had cold sweats, and was ¿delirious¿ which is presumed to mean confusion and unable to self-treat. At the time of the event, his parents attempted to contact him via phone, and when he did not respond, asked 2 friends to go to the patient¿s house. The friends administered nasal glucagon and called emergency medical service (ems). Paramedics transported him to the hospital. Treatment for the hypoglycemia included IV dextrose and saline to raise his bg level and rehydrate. The patient did not remember any bg or cgm values during the entire event. He was discharged home 7 hours later after his bg level stabilized. Of note, the patient used an insulet omnipod5 insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills.